Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had less than half a year remaining longevity several months ago and recently had a year and a half. Boston scientific technical services (ts) had verified a high output on the right ventricular (rv) but with lesser pacing. Ts also explained that it was likely the overall pacing was less that the battery went up. Ts then further explained. Attempt to obtain additional information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.